Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-04209. It was reported diagnostics revealed high impedances on both leads during a procedure to replace the patient¿s ipg (please see MFR report#: 1627487-2018-03345). As a result, the leads were explanted and replaced. Postoperatively, effective therapy was restored.